Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision with two unspecified mentor saline breast prostheses, suffered several unexplained systemic symptoms, including a number of unspecified health problems, seizure in 2012, low potassium, panic attacks, depression, blood in urine, diagnosed with chronic fatigue, and mammogram showing bilateral breast cysts. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient was scheduled for bilateral implant explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.